Manufacturer narrative:
A ge healthcare repair depot representative performed a checkout of the system and confirmed the reported issue. The pneumatic module was replaced to resolve the reported issue. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a blower issue causing a loss of mechanical ventilation. There was no report of patient involvement.